Manufacturer narrative:
Continuation of medical device: product ID: pb1018 transcatheter valve, implanted: (B)(6)2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the office and there was elevated sensing integrity counter (sic). The right ventricular (rv) lead showed high and low impedance at times. During in-office assessment, when the patient leaned to the right, lead impedance was high and when the patient leaned to the left, it was low. The next day the patient was seen in the office again. It was suspected there was rv lead fracture. The device also recorded some ventricular high rate episodes that appear to be noise and short v-v. The rv lead was inactivated. After reprogramming, when the patient got up quickly, the patient felt light headed, dizzy and heart was pounding. The lead remains in the patient. No further patient complications have been reported as a result of this event.